Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 11 months. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump off alarm while sleeping and supported by the power module. In the event history log, a driveline disconnect alarm was also noted. The patient confirmed that he was asleep and had not touched anything. No driveline fault alarm was noted and upon the patient presenting to the clinic, no alarms were able to be reproduced. However, external damage to the silicon jacket of the driveline was noted. Data log files reviewed by the manufacturer's technical services representative confirmed low speed, low flow, pump stop and driveline disconnect alarms during the time the patient was connected to the power module. On (B)(6) 2015, the manufacturer's technical services representative performed a driveline distal end repair. There were no alarms during testing after the repair. The following day the patient experienced 2 pump stoppage events while supported by the power module. Data log files confirmed pump stoppage and the patient was changed over to battery support until the attending physician determined the next course of action. The patient remained asymptomatic throughout the events. No further information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the reported ¿low speed¿ and pump stoppage events recorded in the submitted system controller log file. Approximately 15¿ of the external portion/distal end of the driveline was returned for evaluation. The driveline segment was returned with the majority of the outer silicone sleeve cut lengthwise. Silicone tape was covering the exterior of the outer silicone sleeve at the terminus of the distal end bend relief. The returned portion of the driveline was tested for electrical continuity in the condition that it was received and revealed that all wires were electrically intact. Superficial tears in the silicone sleeve were noted beneath the tape at the terminus of the distal end bend relief as well as approximately 5" from the metal connector; however the clear bionate layer within the driveline appeared unremarkable. Breakdown of the braided shield was observed along the entire length of the driveline and was most severe at the terminus of the distal end bend relief, although the shield breakdown appeared normal for the duration of use. Visual examination of the underlying wires under a microscope did not reveal any areas of compromised wire insulation or other damage. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the clinical representative reported that two modified (ungrounded) patient cables were provided to the patient. The patient is not a surgical candidate and will remain on an ungrounded cable.